Event description:
Lawsuit alleged patient "suffered physical and other injury as a result of the recalled lead." Also alleged patient "has sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish, economic losses and other damages." Also alleged physical manifestations of severe emotional distress. Lead failure and defective lead also alleged. Later alleged that the lead was fractured and/or explanted. Review of manufacturer's database revealed the patient had died.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The device is part of the advisory for this model.